Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was the device leaked while the user was handling the device, and water invaded. Due to the invasion, abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the horizontal stripes in the image could not be reproduced. Additional findings include the following: the plug unit had corrosion, the light guide tube had cracks, the scope connector cover was scratched, the protector was deteriorated, the control section had liquid intrusion, switch 1 and 2 did not work due to wear, the electrical connector had liquid intrusion, and the bending tube had liquid intrusion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed an image with stripes. The issue was found during reprocessing. The diagnostic laparoscopic surgery was completed with the same device, and without delay. There were no reports of patient harm.